Event description:
It was reported by customer that tubing fell apart at soft portion that exits the pump. Additional information: no leak, but air was allowed into the tubing causing the tubing to almost be half air. After the pump was paused and the tubing taken out the tubing fell apart.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for evaluation. Visual examination indicates separated at the lower pumping segment fitting to infusion set tubing. Additionally, the separation of the tubing is allowing for air to get into the tubing. Further inspection under magnification indicates a lack of solvent on the tubing and lower pumping segment fitting surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause for the issue could be that the solvent dispenser had some type of issue inside the dispenser effecting its function. Additionally, the issue may have been caused by the production personnel no applying the solvent correctly. In order to address the issues, updates to the manufacturing process have been implemented to verify that that medical dispenser has the correct production template and to validate that the correct fixtures are being used according to the work instruction. A device history record review for model 2420-0007 lot number 25095528 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.